Manufacturer narrative:
Pharmacovigilance comment: (B)(6) 2013. Pain, swelling, facial droop assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(6) 2013 from a nurse and concerns a (B)(6) male pt. The pt's medical history included dermal filling and lip enhancement. Concomitant medications were not reported. On (B)(6) 2013, the pt started treatment with restylane l (cross-linked hyaluronic acid dermal filler-lidocaine) 1 ml in the naso-labial fold, and 1 ml in the lips for dermal filling and lip enhancement. The batch number used was not reported. It was reported that "eleven days after treatment with restylane l, the pt developed pain and swelling. The right side of the lip is drooping." It was also reported that the pt experienced pain and it is rated as 8/10 (on a pain scale of 0 = no pain, to 10 = excruciating pain). The pt is taking vicodin for the pain. The treating physician has not decided how to treat the effects listed. The outcome of the event was listed as unchanged. No further info was available at the time of this report. (B)(4).